Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#(B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. The patient reported that their communicator did not hold a charge as well. The patient stated, "plus, the charger for it is an old timer charger prior to the circle. It is more the shape of a house. I needed a new one of those as well". Additional information was received from the patient stated the communicator was not taking a charge. Patient stated they had tried other cords and outlets, but that had not helped. Patient mentioned they have to wiggle the cords around in the port to get it to charge and it appears loose. When agent inquired event date, patient stated 'it's been awhile,' and did not provide any further information. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. An email was sent to the repair department.